Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient experienced proximal femoral shaft fracture with a loose trochanter minor resulting in surgical removal of the stem and placing 2 cable wires that allow good fixation of fragment. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Foreign: netherlands. Revision op notes demonstrated that the patient was revised due to periprosthetic fracture. The stem was removed. A new stem was implanted with 2 cable wires that allow good fixation of fragment. New head implanted as well. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.